Event description:
It was reported that after wearing the pod on the arm between 36 and 48 hours, the site was painful, infected with an abscess. The patient visited the doctor, who prescribed antibiotics (clarithromycin) to treat the affected area. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.